Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer stated the battery compartment was becoming loose and locking in with the insulin pump. Customer stated the insulin pump's display was also severely scratched. The customer stated they had a difficult time reading the display as a result of the scratches. Customer's blood glucose was 170 mg/dl. Customer declined to return the product for analysis.